Event description:
It was reported thrombus occurred during the procedure. A left atrial appendage (laa) closure procedure was being performed. The septum was visualized and was intact with no abnormalities. The transseptal puncture was performed and an guidewire was placed in the left upper pulmonary vein. The wire was then exchanged for a watchman truseal access system (was) and a pigtail catheter was placed into the left atrium. It was then noticed there was thrombus in the left atrium attached to the septum. The physician pulled the was back aspirating as they removed the was from the left atrium into right atrium. The thrombus they noted was still attached to the septum and it was now in the right atrium. They also noticed that there was left to right shunt. They aborted the case and administered heparin. The patients activated clotting time (act) was 175. The patient was on coumadin and their international normalized ratio (inr) was 2.0. The patient was extubated and was doing fine. The case was not completed, but the patient is stable and has been discharged. The physician plans to bring the patient back for another watchman procedure in the future.